Event description:
It was reported that, during a thr surgery, a polarcup reducer part for impactor broke inside patient during impaction. All pieces where retrieved by hand. The procedure was completed, with a delay less than 30 min, using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: it was reported that, during a thr surgery, a polarcup reducer part for impactor broke inside patient during impaction. All pieces were retrieved by hand. The procedure was completed, with a delay less than 30 min, using a s+n back-up device. Patient was not harmed. The complaint device, used in treatment, was returned for investigation. The reported event could be confirmed upon visual inspection, the complaint device was found broken into two pieces. A review of the production documentation revealed no deviations from the standard manufacturing process. The complaint history review did not show any further complaints for the affected lot reporting a similar event. The risk management review was performed, the severity and the failure mode are covered through our risk management. The IFU requires "before use, the functionality of surgical instruments should be checked." All reusable instruments be routinely inspected for wear and damage and replaced as necessary. Corrective actions have been previously initiated to reduce the occurrence of this issue. The reported batch was produced before the implementation of the corrective action. No further escalation is required. The medical information was reviewed. Based on the information provided, the root cause of the reported impactor breakage cannot be definitively concluded. Based on the performed investigations, the reported failure mode could be confirmed. A relationship between the reported event and the device can be confirmed. No probable cause can be determined. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Smith & nephew will continue to monitor this device for similar issues. The returned device will be discarded. Internal complaint reference number: (B)(4).